Manufacturer narrative:
Tandem¿s t:slim user guide indicates that novolog had been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Novolog was tested for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a leaking cartridge; however, the customer could not determine where the location of the leak occurred. Reportedly, the customer had not changed the cartridge since (B)(6) 2015. Customer's blood glucose level was 153 mg/dl. The customer administered a bolus and indicated that the cartridge would be changed when the customer had supplies.